Event description:
It was reported that a caucasian female patient underwent breast reconstruction revision, as part of a clinical study, with two 345cc mentor memory's breast implants. Post-operatively, the patient was diagnosed with cancer, squamous cell carcinoma. As a result, the patient underwent surgical intervention (excision surgery) on (B)(6) 2022. Per the information provided in the 6th year follow-up visit, the patient reported ¿skin cancer - nonmelanoma. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cancer mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 18, 2024, mentor received additional information indicating that the patient also suffered bilateral breast capsular contractures (baker grade iii) and device migration. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: cancer, capsular contracture, device migration.

Manufacturer narrative:
On november 27, 2024, mentor received additional information indicating that the patient's capsular contractures were actually baker grade iii on the left and baker grade IV on the right. In addition, the patient's implants were replaced with the following: (right) 415cc mentor memorygel xtra breast implant catalog: shpx415 lot: 9663732 sn: (B)(6) and (left) 415cc mentor memorygel xtra breast implant catalog: shpx415 lot: 9663732 sn: (B)(6).